Event description:
The manufacturer received information alleging a "ventilator service required" alarm was confirmed during an inspection of a trilogy evo, japan. The device was documented to be in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo, japan device at the manufacturer's service center, the customer's allegation was confirmed. An error indicating that there is an issue with the supercap or the charging unit, problem with the capacitor or the circuit that charges it was observed" in the event log. The device's system board containing the capacitor was replaced to address the issue. Additionally, due to contamination of dirt the device's blower assembly, machine flow sensor, cooling fan assembly, fan retainer muffler assembly, blower cap, blower chassis plate, blower bellows seal, blower mount, fio2 housing, air inlet foam filter, particulate filter, tubing blower chassis, tubing fio2, tubing low flow o2, and tubing system pca have been replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).